Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The ge healthcare service representative re-calibrated the unit to resolve the issue.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient injury.